Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Unable to perform functional testings due to blank display. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went swimming with pump and after he returned the screen was black and pump did not respond anymore. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.